Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during scoliosis, an attempt was made to create a pilot hole for the s2ai, but it broke. It was reported that a portion remained inside the bone and was subsequently removed and there was no health damage. It was reported that procedure has been extended for 10 minutes and a spare product used to complete procedure.

Manufacturer narrative:
H3:product analysis:evaluation determined that tool was fractured. The likely cause of the failure is identified as failed distal bearing . It was also noted that stem is blackened and heat got generated because of the failed bearing and concentric rings in stem material are present at proximal end of fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow up, it was reported that there was no patient impact.